Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was replaced due to a non-union condition.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The sign im nail was replaced with a 12mm x 360mm, standard nail using two proximal screws and two distal screws. In addition, a six hole hv plate with ao screws from a different manufacturer was added to stabilize the fracture site. Sign fracture care international will continue to monitor these events as part of our post market activities.